Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t10. The procedure was completed successfully. Post procedure, CT scan revealed a cement leakage in the spinal canal. The patient had no neurological symptoms and no problem at this time. No further information was received.

Manufacturer narrative:
Eval method:follow-up with company representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per determination made on (B)(6) 2016: no health damage due to cement leakage. The treatment was effective for the patient.